Event description:
Power supply cycling on and off - only outputs 2vdc.

Manufacturer narrative:
Unit does not power on to export the event logs. Loss of mains power is possibly due to defective power supply. Replacement of the power supply has been suggested. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
Power supply cycling on and off - only outputs 2vdc.

Manufacturer narrative:
Unit does not power on to export the event logs. Loss of mains power is possibly due to defective power supply. Replacement of the power supply has been suggested.